Event description:
It was reported by the customer "clinician reports ultrasound visualization of a retained foreign body at the site of a previous 18g accucath ace insertion right upper arm location. Patient had 'ripped IV out' on (B)(6) 2023 per facility staff with no reported abnormal finding at that time. Patient to be assessed by care team to determine plan for foreign body removal."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.